Event description:
It was reported that upon deployment of a vena cava filter, all the filter legs were cross and did not expand. There was no reported attempt to uncross the filter legs and the filter remains implanted. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.